Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Review of ticket trending did not identify atypical complaint activity. However, atypical complaint activity was identified for lot 26455un12 and 172477 related to discrepant patient results. Accuracy testing was completed using retained kits of reagent lots 26455un12 and 172477. Acceptance criteria was met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. The panel was within specification, which demonstrates that the assay can accurately detect a known concentration of troponin-I. Additionally, there is not enough information to reasonably suggest a malfunction since retest of the original sample produced acceptable results. Additionally, per the complaint text the sample had triglycerides greater than 1000 mg/dl which may have contributed to the discrepant result. The architect stat troponin-I reagent package insert states that triglycerides at a concentration of 1000 mg/dl produced > 15% interference. Therefore, samples with triglycerides > 1000 mg/dl potentially interfere at >15%.

Event description:
A false positive architect stat troponin-I result of 0.66 ng/ml ((B)(6)) was generated for a (B)(6) male patient in the ER. A second sample from the same patient tested at 0.00 ng/ml ((B)(6)). The first sample retested at 0.00 ng/ml. The customer stated that sample integrity was believed to be the cause of the false positive result. The sample was extremely lipemic and slightly hemolyzed. The second sample was not lipemic. The patient was started on a heparin drip based on the initial positive troponin-I result. No injury was reported.